Event description:
Plate was implanted in 1999 along with an allograft bone graft for a subtrochanteric fracture of the right hip. Plate was noted as broken in 6/1999. Plate was removed and replaced in 1999.